Event description:
It was reported that an infection occurred. The organism was not identified and no organisms grew after twenty four hours of culture. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was cosmetic cut and breached cut of the outer insulation, there was blood in/on the helix/lobe mechanism, tissue on the helix and apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and apparent explant damage.